Manufacturer narrative:
The customer contact indicated the device was discarded. A representative device is expected to be returned for investigation. It has not yet been received. The list number of the device that was in use is unk. The customer contact identified the device as an abbocath t20g; however, the customer contact was unable to provide the list of the device. The reporter was contacted and info on reprocessing of the device was requested; however, the info was not obtained. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the intravenous catheter broke off. At an unspecified time, during the removal of the intravenous catheter from an unspecified vein of the pt, it was reported the catheter broke and a piece remained in the pt's vein. It was reported an unspecified surgical procedure was performed to remove the piece of catheter from the pt's vein. Though requested no additional info was provided.